Manufacturer narrative:
Initial and final MDR (B)(4)-device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets detachment events from (B)(6) 2024 untill (B)(6) 2025. The site of detachment was from tubing connector. The infusion set was in use for 2 or 3 hours after instertion.the blood glucose level was 400 mg/dl and the patient was treated with correction bolus via pump. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-01402. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008181, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008181 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 5 on 21-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g01006 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 17-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g04328 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 21-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.